Manufacturer narrative:
(B)(4).

Event description:
The physician was using a 1.5 sprinter legend balloon to treat a patient's leg. The device was inspected prior to use with no abnormalities noted. This was the 1st device used during the procedure. There were no difficulties noted during delivery of the device through the haemostatic valve, the guide catheter or to/across the lesion site. The physician had to use force to deliver the device. It was reported that the device would not come out of the patient's body. An additional wire was delivered distal to the damaged balloon and another larger balloon was inflated then pulled into a guide liner. The marker, tip and pieces of the balloon were removed from the patient. The patient is doing well and no further patient complications were reported.